Event description:
The sagittal saw (zimmer style) leaked black grease appeared from area where saw blade is attached into patients. The patients have been placed on antibiotics. Even though the instrument leaked once, they reused it again.